Event description:
It was reported that a skin reaction had occurred. The sensor was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. Per documentation, the patient experienced a localized skin reaction three days after inserting a sensor into her arm. The affected area under the sensor pod developed redness, inflammation, drainage, and itching. The site had been prepped with alcohol prior to sensor insertion. On (B)(6) 2025, the patient consulted a healthcare provider, who prescribed an unspecified oral antibiotic and hydrocortisone cream. The reaction resolved following treatment. At the time of the report, the patient was better. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).